Event description:
The pt underwent a thermal ablation procedure in 2002. The pt has been amenorrheic but over the past several months they have been complaining of cyclic pain. An ultrasound revealed a 2 1/2 cm hematometra. The physician was unable to drain the hematometra in the office with a uterine aspirator. The physician will attempt to treat this by performing a d&c.